Event description:
During some research, a patient states the below. With the pacemaker, it doesn't so much feel as though it moves, more that it feels like it gets caught on something from time to time and when I move around a little it seems to go back to normal. I have 2 theories on why this could be. Firstly I've lost a fair amount of weight since getting it put in so I don't know if that could be the cause or not. And secondly, the loop recorder that I had installed prior to getting the pacemaker installed, is still in my chest next to the pacemaker. This was supposed to be removed either during the procedure when getting the pacemaker put in or shortly afterwards but still hasn't been so I'm thinking that could be reason also. The loop recorder and pacemaker are quite visible so I can see that they are hard up against each other. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).